Manufacturer narrative:
The possibility that the first drawn sample at the hospital was improperly mixed before being run on the cell-dyn ruby was discussed with the customer. Abbott field service was requested to make sure the instrument was working as expected. Instrument performance per labeling was verified. The customer performed precision testing which was within specification for hemoglobin. No other incidents were noted. A review of labeling concluded that the issue is sufficiently addressed. No deficiency was identified for the cell-dyn ruby analyzer.

Event description:
The customer stated that a cell-dyn ruby hemoglobin result of 7.41 g/dl was generated for a male patient (ID (B)(6)) on (B)(6) 2014, at 9:40 a.m. The patient was redrawn for transfusion the same day at 6:35 p.m. And the cell-dyn ruby hemoglobin result was 15.1 g/dl. The redraw sample was retested because the results did not match. The retest results were 8.11 and 8.06 g/dl. The patient received the blood transfusion based on the reproducible low hemoglobin results which matched the patient's clinical diagnosis. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).